Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c501 module for 16 patient samples that were discovered after qc failed. One example was provided. The samples were repeated on another cobas 6000 analyzer. The initial sodium result was 139 mmol/l and the repeat result was 132 mmol/l. The questionable results were reported outside of the laboratory. The cobas 6000 c501 module serial number was (B)(4).

Manufacturer narrative:
The customer refused a service visit. The customer performed cleaning maintenance, calibration, and qc which both passed. The investigation is ongoing. H3 other text : na.

Manufacturer narrative:
The investigation determined the customer's maintenance activities resolved the issue.